Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2018. Approximately 4 years and 5 months after the initial procedure the patient had a left hip revision (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information and investigation results, the following field shave been updated: d1, d4, g4, h4, h6, h7, and h9. Added information to e4, g2, and h8. H3: investigation results - the patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear approximately 4 years and 5 months after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. The revision reported may have been due to a combination of risk factors including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.